Event description:
It was reported a patient had multiple falls and struck the pump site at least twice. The pump site was reportedly open as a result. The health care provider (hcp) had cultured the site and it was negative. The entire device system was explanted. At the time of explant, the hcp re-cultured the site in the operating room however the reporter did not have the results. The patient was currently taking oral antibiotics. The device system was used to deliver morphine. It was later reported the device was removed due to ¿infection (organism)¿. It was reported there was no patient injury and that the patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4). Product type: programmer. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.